Event description:
During an atrial fibrillation procedure, a perforation occurred during the transseptal puncture near the fossa ovalis. Moreover, when attempting the transseptal puncture, a high amount of resistance was felt and the tissue became colored with contrast. The patient then became hypotensive and a pericardial effusion was diagnosed via transthoracic echocardiogram. The procedure was then cancelled and heparin was administered to the patient. The patient remained stable and no pericardiocentesis was performed. The patient was then sent to the intensive care unit for monitoring. There were no performance issues with the abbott device.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: h6 (health effect - impact code).

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One brk transseptal needle/stylet assembly were received for evaluation. Functional testing revealed no resistance or functional anomalies were noted when the returned brk needle/stylet assembly was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.